Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at laparoscopic sigmoidectomy, the surgeon inserted the device from the anal, and connected the anvil to the trocar ,then the device was fired. They rotated twist knob twice ,then tried to remove the device from the anastomosed site; however, the staples were not b-formed and most of the anastomosed site was opened, then contents of the intestine leaked into the cavity. The surgeon checked the anastomosed site and noted the tissue of double-stapled with a liner stapler was not resected, but the rest of the tissue of the ventral and the dorsal side was resected. The staples were u-formed all around site. The anvil was slightly stuck to anastomosed tissue, then the surgeon removed the device from the patient body somehow. They resected the double stapled tissue (un-resected tissue) with a competitor's device. After that ,the surgeon additionally resected the tissue of the anal side, then fully anastomosed the tissue with a competitor's device. After that, at out of the patient body, the surgeon released the safety lever and squeezes the handle of the device in question, then they noted un-fired u-formed staples stayed at pockets were pushed out. The surgical time was extended by less than 30 min. There was tissue damage. Oozing bleeding occurred as a result of the issue.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. Visual inspection of the device under the microscope displayed nicks on the knife blade. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed knife blade damage may occur if the instrument is applied over an obstruction. The instructions for use manual for this product states that to make certain that the section of tissue to be stapled is free from any metal or similar structure; otherwise, the knife blade may not cut. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.